Manufacturer narrative:
The customer has indicated that the subject device was discarded, and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is unk and, therefore, a review of the device history record can not be performed. If any add'l info becomes available, or the actual complaint sample is returned a follow-up medwatch will be submitted. At this time this is considered to be the initial and follow-up medwatch being submitted. Device discarded - not returned for evaluation.

Event description:
It has been reported to us that the tip of the diagnostic catheter separated from the shaft outside of the patient. The physician inserted the diagnostic catheter into the patient. The physician successfully performed the procedure. The physician removed the diagnostic catheter from the patient and the tip separated from the shaft. The patient is reported to be fine. The device was discarded, and will not be returned for evaluation.